Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type catheter. (B)(4).

Event description:
Information was received from a consumer via service request and patient letter regarding a (B)(6) male patient receiving morphine (unknown) via implanted infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome, and other non-malignant pain. On (B)(6) 2015 the consumer reported that the pump had been removed because the morphine in the pump was causing "problems" including the symptom of inability to urinate. The consumer clarified that there was no problem with the device itself. The morphine issue began "as soon as morphine got into his system." No patient outcome was reported. If additional information is received, a follow up report will be sent.